Event description:
This serious solicited device case received from (B)(6) on 10/22/2013 from an orthopaedist via our marketing partner, (B)(4). The case involves (B)(6) female pt, who developed joint fluid retention in both knees, whilst receiving synvisc. Past medical history, relevant concomitant medications, past drug: unspecified. On (B)(6) 2012, pt initiated treatment with intra-articular synvisc injection (dose, frequency, batch/ lot number and expiry date: unknown) into right knee for gonarthrosis. On (B)(6) 2012, she received the second synvisc injection into the right knee and initiated treatment with the first intra-articular synvisc injection (dose, frequency, batch/lot number and expiry date: unknown) into the left knee for gonarthrosis. On (B)(6) 2012, she received the third synvisc injection into the right knee and second synvisc injection into the left knee. On (B)(6) 2012, the pt developed joint fluid retention in both knees with swelling. On (B)(6) 2012, she had arthrocentesis and unknown amount of fluid was aspirated. The same day, pt received intraarticular injection of betamethasone (rinderon) for the treatment of event. Action taken: permanently discontinued. Corrective treatment: betamethasone. Outcome: on (B)(6) 2012, the event of joint fluid retention resolved (recovered/resolved). Pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Reporting orthopedist's causality assessment: highly probable.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated on 09/25/2013: this case concerns a pt who developed joint fluid retention after treatment with synvisc for gonarthrosis. Although, the role of device cannot be ruled out based on device-event temporal and anatomical proximity; however, info regarding pt's history of allergies has been requested for better medical evaluation of the case.